Event description:
It was reported that a patient presented with no radiofrequency telemetry noted on the implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.